Manufacturer narrative:
Visual inspection under 30x magnification indicates the lead was snipped or cut approx 34cm proximal of the anode band. X-ray of lead indicates two sections of the j stiffener wire were rec'd. Since the electrode tip was not rec'd, unable to determine the distance of the two fractured sections in relation to the electrode tip. One section of the j stiffener wire measures approx 51mm and the other section measures approx 55mm therefore it appears that approx 12mm of the j stiffener wire was not rec'd with all recorded meausrements adding up to approx 106mm.

Event description:
Device analysis is provided.